Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found on arrival that any fluid from a leak had been cleaned up and the instrument was in use. He could not confirm nor replicate leak. He did find a power cycle issue with the instrument, so he replaced the main board and power supply. He performed verification of the instrument to meet the specified requirements. (B)(4).

Event description:
The customer reported that about ½ cup of diluent leaked from the act diff 2 as the instrument was cycling reagent nonstop. The startup activities passed. In addition, quality controls and patients sample results were not affected. There was no biohazard exposure to mucous membranes or open wounds.